Manufacturer narrative:
(B)(4). Please note: this event is no longer reportable as the patient refuted their initial allegations by stating to to best of his knowledge, he did not receive a jolt. If additional information is received that indicates a malfunction or a serious injury occurred, a follow-up report will be submitted.

Event description:
Additional information was received from a patient. It was reported that the issue has been resolved because to the best of the patient's knowledge, he did not receive a jolt; it was never a problem. No other information was reported. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v741667, implanted: (B)(6) 2011, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3387s-40, lot# v741667, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A consumer whose indication for use is parkinsonian tremor and movement disorders reported that on (B)(6) 2015 the patient was advised to place the patient programmer over the implantable neurostimulator (ins) and then press the check mark; the patient noted when this was done he had felt a jolt which was unusual. The patient programmer said on and ok. It was confirmed that the patient had pushed the check button.